Manufacturer narrative:
The customer declined ge service. No repair information available.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block d4 unique identifier: (B)(4). Block g2 report source other: medwatch # (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
Per medwatch user report (B)(4): "during the case, the ventilator alarm 'sensor failure' causing the vent not to work properly. The cnra (certified registered nurse anesthetist) switched the machine to manual ventilation and was easily able to ventilate. The anes. Tech was called to the room to exchange the machine. During the exchange, the patient was ventilated with an ambu bag with auxiliary o2. The patient remained sedated/anesthetized the entire time. Once the original machine was moved, water was observed coming from the bottom of the machine. The service tech was notified and will come as soon as possible."